Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 29-aug-2023. Investigation summary: bd received 100 samples and 8 photos for investigation. The photos and customer samples were reviewed and the customer¿s indicated failure mode for embedded foreign matter and damaged product was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter and damaged product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 3 paxgene® blood rna tube the cap was cracked and "black" foreign matter was discovered. The following information was provided by the initial reporter, translated from japanese to english: this report is about cracked cap and blood collection tube and black foreign matter.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 3 paxgene® blood rna tube the cap was cracked and "black" foreign matter was discovered. The following information was provided by the initial reporter, translated from japanese to english: this report is about cracked cap and blood collection tube and black foreign matter.